Event description:
Co received a report of an inner cannula disconnecting from a 6dct tracheostomy tube while in use. Customer reported that they discovered the inner cannula slipped out and developed a kink. There was no pt harm reported and the tube was replaced without incident.